Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device ¿ extended into uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiv infection since 2001 and body mass index normal. Concomitant products included abacavir w/lamivudine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced weight increased ("weight gain"), pain in extremity ("leg pain") and back pain ("constant lower back pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("constant abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition - ibs"), alopecia ("hair loss"), mood altered ("mood changes") and migraine ("migraines/headaches"). The patient was treated with surgery (hysterectomy with essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, mood altered, migraine and weight increased outcome was unknown and the abdominal pain, alopecia, pain in extremity and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood altered, pain in extremity, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerized tomogram abdomen - on (B)(6) 2015: migration of essure. Computerised tomogram pelvis - on (B)(6) 2015: migration of essure. Unspecified date - essure confirmation test: tubes were successfully blocked. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device ¿ extended into uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiv infection since 2001 and body mass index normal. Concomitant products included abacavir w/lamivudine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced weight increased ("weight gain"), pain in extremity ("leg pain") and back pain ("constant lower back pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("constant abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition - ibs"), alopecia ("hair loss"), mood altered ("mood changes") and migraine ("migraines/headaches"). The patient was treated with surgery (hysterectomy with essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, mood altered, migraine and weight increased outcome was unknown and the abdominal pain, alopecia, pain in extremity and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood altered, pain in extremity, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: migration of essure computerised tomogram pelvis - on (B)(6) 2015: migration of essure. Unspecified date - essure confirmation test: tubes were successfully blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) ¿plaintiff¿s demographic data; concomitant conditions (hiv); concomitant medication (triumeq); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date update (B)(6) 2006); essure lot number (508292); essure removal date update (B)(6) 2016); previous adverse event amendment (from migration of implant to migration of essure device ¿ extended into uterus and from pain to constant abdominal pain); onset date of event migration (B)(6) 2015); new adverse events (abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ibs, hair loss, mood changes, migraines/headaches, perforation (uterus), weight gain, occasional leg pain, and constant lower back pain); imaging exams (CT abdomen/pelvis); and essure removal method (hysterectomy). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device ¿ extended into uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiv infection since 2001 and body mass index normal. Concomitant products included abacavir w/lamivudine. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines/headaches"). In 2008, the patient experienced weight increased ("weight gain"), pain in extremity ("leg pain") and back pain ("constant lower back pain"). In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("constant abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition - ibs") and mood altered ("mood changes"). The patient was treated with surgery (hysterectomy hysterectomy with bilateral salpingectomy with essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, mood altered, migraine and weight increased outcome was unknown and the abdominal pain, alopecia, pain in extremity and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: migration of essure. Computerised tomogram pelvis - on (B)(6) 2015: migration of essure. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Unspecified date - essure confirmation test: tubes were successfully blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: added new event pelvic pain and event onset dates updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery to remove the essure implant in (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.